Event description:
It was reported the device was unable to maintain the ability to be deflected and the spiral radius became fixed in place. Resistance was encountered requiring force to be applied in order to collapse the hoop. The catheter was replaced and the physician continued with the procedure. A small pericardial effusion was noted at the end of the procedure. No intervention was required and the pt was discharged without further complications.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. The device was consistent with having been separated by force. The initial complaint description did not indicate this event was reportable. Based upon follow up with the customer and the device investigation, the event was determined to be a reportable event. Date report submitted to FDA by manufacturer: 08/13/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010. Date product investigation was completed (B)(4) 2010. The following dates are estimated.